Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-product analysis: the device was returned and evaluated by product analysis on 12/07/2015 with the following findings: review of the pump¿s black box revealed rebooting events. Three battery compartment cracks were observed; the battery compartment threads were damage. The battery cap threads were damaged and the cap could not secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was found to the pump¿s power circuit and other internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.